Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized for high blood glucose levels, with a reading of 586 mg/dl. The customer reported getting no delivery alarms prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer was also taking new medication, but did not know if it affected his blood glucose levels or not. The customer was advised to consult with his doctor. Nothing further was reported.